Event description:
It was reported that during a cryo ablation procedure, the mapping catheter would not advance inside the balloon catheter because the introducer would not allow it to advance. The mapping catheter introducer was removed and the mapping catheter loop was noted to be kinked when the mapping was inserted into the sheath. The mapping catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228535288 was returned and analyzed. Visual inspection of the loop segment area showed that the loop was pinched near electrodes 5, 6, and 7. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the pebax segment area showed that the pebax tubing was ribbed at approximately 3 inches from the loop distal tip. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft. Visual inspection of the introducer showed that the introducer/loop straightener was removed from the returned mapping catheter. The introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to a broken/detached introducer at the tubing proximal end, a ribbed material and a pinch at the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.